Event description:
While using smith & nephew flexible passing pin (ref. 72201594 lot 5046392 exp. 2018-05) "broke off in middle of bone." C-arm was taken. Broken tip was able to be retrieved from bone.